Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and the impedance trend on the atrial pacing lead was rising. Analysis of the device memory indicated atrial oversensing. On (B)(6) 2015 atrial pace lead impedance was 2240 ohms in the week before (B)(6) 2014. On (B)(6) 2015 atrial pace lead impedance have been rising since (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had steadily rising high impedance and possible fracture. Lead replacement procedure was scheduled. When the lead was connected to the new device and the analyzer impedance measurements showed normal values. The device was replaced due to normal battery depletion and the lead remains in use. No patient complications have been reported as a result of this event.